Manufacturer narrative:
H11: ghidini f, tognon c, verlato g, duci m, andreetta m, leon ff, gamba p. A survival analysis of cuffed tunneled silicon central venous catheters in children affected by short bowel syndrome: a lesson from the past. J vasc access. 2023 sep;24(5):1158-1166. Doi: 10.1177/11297298211069458. Epub 2022 jan 27. Pmid: 35081815. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal "the journal of vascular access" titled, "a survival analysis of cuffed tunneled silicon central venous catheters in children affected by short bowel syndrome: a lesson from the past", the most frequent adverse event, affecting 16 lines, was dislodgement, obstructions and disruptions.

Event description:
It was reported in an article in the journal "the journal of vascular access" titled, "a survival analysis of cuffed tunneled silicon central venous catheters in children affected by short bowel syndrome: a lesson from the past", the most frequent adverse event, affecting 16 lines, was dislodgement, obstructions and disruptions.

Manufacturer narrative:
H11: ghidini f, tognon c, verlato g, duci m, andreetta m, leon ff, gamba p. A survival analysis of cuffed tunneled silicon central venous catheters in children affected by short bowel syndrome: a lesson from the past. J vasc access. 2023 sep;24(5):1158-1166. Doi: 10.1177/11297298211069458. Epub 2022 jan 27. Pmid: 35081815. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported obstruction of flow and device dislodged issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. D1, d2 (common device name), d4 (medical device catalog #), g2, g3, h6 (device). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.